Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the data from this device identified that a commanded shock had been delivered to this patient. A boston scientific technical services consultant documented and discussed the clinical observations with the caller who seemed to not realize this had occurred. Efforts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.